Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the communicator felt hot. A boston scientific company representative recommended to check the communicator during the next visit if it was still hot. No adverse patient effects were reported. The product remains in service.